Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced swelling/infection post-operatively. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent arthroscopic bankart repair on (B)(6) 2014 for recurrent dislocation of the shoulder. The patient experienced mild fever within the 24-hour post-operative period and within 48 hours the patient experienced rash over the over lining suture area. Approximately 15 days after the procedure, the patient experienced sinus discharge fluid. The patient was administered antibiotics, b complex and analgesic. The patient was administered and tolerated co-amoxiclav pre and post-operatively. It was reported that the cultures of the fluid from the sinus were negative with no bacteria growth. The patient underwent debridement and suturing and required micropore. The patient¿s wound is reported to have healed following removal of the suture. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The representative sample has been received and evaluated. Visual evaluation revealed that the package was in good condition and no package defects were observed. Functional examination for integrity was performed and no leaks detected.